Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of catheter defective / damaged with lot 3320950 regarding item #381411. The DHR for lot 3320950 was reviewed. Subassemblies lot 3320950 material 700iags11 was built on afa line 4 from 16aug2023 through 21aug2023. Final lot was packaged on pkg line 9 from 16sep2023 through 16sep2023 for a total quantity of (B)(4). No related quality issues or process deviations were found. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that bd insyte-n autoguard catheter shears. The following information was provided by the initial reporter: from the nicu rn: "the shearing has been going on for a while- no one realized at first. It was usually found after someone tried multiple times and reported having difficulty with entering skin smoothly. Last time it happened I got a new box and IV was inserted on first attempt. I believe one of the physicians noted shearing prior to insertion and we switched to the longer IV."

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.